Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned for evaluation. The technician was able to duplicate the reported issue with the customer over the phone and the device passed user tests when waiting for it to fully boot up. The codes were cleared and the device remained with the customer. A cause of the reported issue could not be determined.